Event description:
Complainant alleged that during a routine shift check by a clinician the device would not power up. The complainant indicated that there was no pt involvement in the reported failure.

Manufacturer narrative:
Zoll technical service department tested the defibrillator in conjunction with the customer's ac adapter (zoll power charger). Although there was no problem found with the defibrillator, the ac power charger was found to have a problem that would have contributed to the reported problem.